Event description:
Procedure: colectomy. According to the reporter: during the case, the procedure seemed to be completed with no problem. Three days after the surgery bleeding occurred from anastomosed part and re-operation was performed. The bleeding was less than 200 cc. There was no tissue damage and/or no add'l tissue loss. The pt is recovering.

Manufacturer narrative:
(B)(4).